Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited accuracy issues. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal was removed, a cracked chassis, and a bubbled sensor seal. Review of the event history log was not applicable. Three accuracy tests were performed. Upon review, the reported problem was duplicated, the pump was found to be under delivering to the manufacturing specifications. It was determined that the damaged chassis is the root cause of the issue. The chassis assembly, including the expulsor, was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.